Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed at the completion of the clinical assessment, clinical was able to find substantial evidence to refute the reported type 3a endoleak, rather it was a crown separation of the suprarenal proximal extension. This event is most likely anatomy related due to aortic remodeling (neck angulation increased from 36° to 54°). No procedure related harms were identified. The final patient status was reported to be stable and doing fine. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b5: describe event or problem has been updated. D2: product description has been updated. D4: model number has been updated. D4: expiration date has been updated. D11: concomitant medical products and therapy dates has been updated. G1,2: contact office- name has been updated. H4: device manufacture date has been updated. H6: device code: remove code 3190 h6: result code: remove code 3233 h6: conclusion code: remove code 11 h7: remove recall h9: remove recall number z-0006-2019.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 6.5 years post initial procedure, a type 3a endoleak with sac growth was identified. An re-intervention is being discussed and the patient is being monitored. Additional information: the type 3a endoleak is refuted, rather it was a crown separation of the suprarenal graft extension. The patient was reported to be stable and doing fine.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 6.5 years post initial procedure, a type 3a endoleak with sac growth was identified. An re-intervention is being discussed and the patient is being monitored.